Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with the ilet and, after removing the pump and using injections for a period, later encountered an unresponsive touchscreen prompt during a supply change, leading to high blood glucose while away from home without access to fingerstick testing. Symptoms included hyperglycemia reaching 401 mg/dl without reported physical complaints. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to the user not starting a new sensor in a timely manner; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.